Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a vizigo and the patient experienced pericardial effusion that required pericardiocentesis. They noticed a small effusion early on and then st elevation rose, and they checked the effusion again and noticed a larger effusion. They checked the effusion on intracardiac echocardiography (ice), confirmed it was larger, and decided to pull the catheters. There was a slight drop in pressure from around 70 to the mid-60s and the effusion was noticed before any ablations took place. A pericardiocentesis was performed on the patient and about 200ml were drained. The patient's last known status was stable. The procedure was aborted after the pericardiocentesis was performed. The physician believes this was possibly due to a retractable septum, anytime they would try to torque the vizigo sheath it would wrap around it and force it out.